Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. The investigation determined the reported difficulties appear to be related to calcification at the access site and the treatment appears to be related to circumstances of the procedure as manual arterial compression was used to achieve hemostasis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that arteriotomy closure of a calcified left common femoral artery was attempted using a proglide device via a 7f sheath after an interventional procedure to treat peripheral artery occlusive disease. Reportedly, an anterior cuff miss occurred. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela. There was a delay in the procedure; however, not clinically significant as there was no impact to the patient. The physician is reportedly trained in the use of the proglide device. No additional information was provided.